Event description:
Report received that a patient received a brain MRI. During the MRI, the patient experienced a tugging or pulling sensation" at the neck incision site. The feeling reportedly occurred in tandem with the sound of the MRI machine. However, there was reportedly no burning or pain at the generator site. The MRI was aborted due to this event. It was confirmed that all three outputs were disabled prior to the MRI. When the patient returned to the clinic to have the vns re-enabled, she reported that the neck incision site was still sore. The vns was re-enabled without any issues. Further information was received that the vns was tested prior to and after the MRI. Impedance values were normal on both tests. The patient was also reportedly "fine" after following up a couple of weeks later,

Event description:
Further information was received from the MRI facility regarding details about the MRI scan. A 3t, horizontal, cylindrical closed bore scanner was reportedly used. Additionally, a transmit/receive head coil was reportedly used and the iso-center was placed at the glabella. This all complied with the manufacturer's precautions for MRI usage. The facility also indicated that the discomfort and lead pulling sensation occurred during the scan and continued after the scan. However, they also indicated that the issues resolved after the cessation of the scan and were resolved prior to the patient leaving the facility. This contradicted what the physician reported which was that the patient still experienced soreness after leaving the facility. No additional relevant information has been obtained to date.